Event description:
It was reported that this right atrial (ra) lead had a lead safety switch due to a rise in the pacing impedance out-of-range of over 2000 ohms. Reportedly, the impedance had been around 700 ohms and suddenly jumped to 2000 ohms, followed by a decrease back to normal limits, which is suggestive of the spring contact issue. The patient was brought to the clinic for evaluations, and this ra lead was reprogrammed to unipolar with adequate capture threshold measurements noticed. The patient will continue to be monitored as he is not dependent, and no pauses has been noticed. This ra lead remains in service and no adverse patient effects were reported.